Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h4: the device manufacture date was reported as unknown on the initial report; and has been updated accordingly. Investigation summary: according to the information provided, it was reported that suction did not work, device somehow clocked. The three devices were received and evaluated in juarez laboratory. Visual inspection revealed that the electrodes are in normal use condition. The electrodes were evaluated and having following results: the cable is in good condition as well as the connector and pins. The suction tube does not show saline residues. The active tip shows signs of activation and has rests of tissue debris. When performing the functional test, the ablation and the coagulation functions were able to work. The electrode was sent to the manufacturer for the suction test and further analysis three vapr clplse90 electrode w hand cntrls were returned to manufacturer for evaluation. Three devices were returned in the same bag without identification, therefore the device could either be lot number u2101014, u1904231 or u2009057. The manufacturer conducted visual inspection and functional test of each device received. The visual inspection of the second electrode revealed that it have not been returned in its original packaging. The active tip is in a used condition, with evidence of activation and debris around the active tip. Tissue debris visible inside active tip suction port, residue in suction tube. Device shaft distorted. No visible damage to the device handle, cable or plug. A DHR review has been performed for the complaint device lot number u1904231; no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and ra review no correction action has been implemented. Summary of the second electrode: multiple attempts to free the blockage was conducted, including a positive pressure applied to the suction path of the devices, along with a negative pressure, and both conducted whilst activating the devices. To confirm the location of the blockage, a thin gauge wire was inserted into the suction tube until the blockage was reached. This confirmed that the blockage was at the distal end and caused by tissue debris. The product IFU cautions not to allow the electrode to become covered in tissue debris. If this occurs, use a new electrode. At this point in time, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the customer in (B)(6) that during an unknown procedure on (B)(6) 2021, it was observed that the suction of the vapr clplse90 electrode w hand cntrls device did not work as it was clogged. Another like device was used to complete the procedure with an unspecified delay. There were no adverse patient consequences reported. No additional information was provided.